Manufacturer narrative:
Analysis confirmed the customer comment, the output connector assembly was broken and it was additionally noted that the hanger assembly was also broken and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had broken atrial and ventricular connectors. The generator was returned for service. No patient complications have been reported as a result of this event.